Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient went to switch programs and received an out of regulation error. They were able to keep it on. It was less therapeutic. Patient was brough in and manufacturing representative (rep) ran an impedance check which showed impedance on contacts 3. 1 greater than 5k in mono and greater thank 10k in bipolar. We programmed them in monopolar using contact 2 and they are receiving efficacy with the new settings. Rep reprogrammed them using contact 2 and they seem happy with the therapy being delivered. When it is time for a replacement discussions about testing extensions and lead with cables to find out where the break is coming from as well as imaging. Rep reported that patient falls often which may have contributed to the issue the issue was not resolved.

Event description:
Additional information was received from the manufacturer representative (rep) and was confirmed with the healthcare provider (hcp). The cause of the reported impedances was attributed to the patient having had multiple falls. Surgery will not be scheduled until after holidays per patient's preference.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.